Event description:
Report received of pt in a :coma like state." Hcp was asking questions regarding volume of pump tubing and catheter and what is cleared when they aspirate through the cap. Info received indicates a bridge bolus of some type was done and a change of drug concentrations. Morphine is drug of record in the pump. Multiple attempts have been made to secure add'l info. Last report received - pt is ok and out of the hosp.